Event description:
Severe effusion [joint effusion]. Acute joint swelling [joint swelling]. Severe pain [arthralgia]. Case description: spontaneous report received on 02-sep-2009 from a physician regarding a male pt (initials not provided), who was (B)(6) and had a relevant medical history of moderate oa (osteoarthritis) and previous synvisc injections with no problems. The pt received the first injection of his most recent course of synvisc treatment into an unk joint within the past 10 days. The physician did not known which lot number of synvisc was used to treat the pt, but provided the lot numbers which were available in their office: p0902 (expiration date: oct-2011), q0906 (expiration date: mar-2012), q0910 (expiration date: mar-2012), y0802 (unk expiration date). At 1 to 3 days post-injection, the pt experienced severe pain and effusion and acute swelling. The effusion was aspirated and synovial fluid was sent to the lab for analysis, the results of which were still pending. The pt was treated with either ia (intra-articular) or oral steroids. The physician noted that the pt was not "obese," was not an athlete (with post-injection exercise), did not complain of pain upon injection of the synvisc, and had not experienced this type of adverse event previously. He was not on any concomitant medications and had a dry (non-effused) knee prior to receiving the synvisc injection. No further info was provided. As of the date of receipt of this report, the pt outcome was unk. The qa (quality assurance) investigation results were received on 04-sept-2009. The production and quality control documentation for lot number p0902, expiry date 10/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. The production and quality control documentation for lot number y0802, expiry date 11/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. The production and quality control documentation for lot number q0910, expiry date 03/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. The production and quality control documentation for lot number q0906, expiry date 03/2012 were reviewed. The investigation showed that the product met specifications. No associated non- conformances were noted. See MFR's number: (B)(4) for other adverse events from this reporter. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Add'l lot #'s q0906, q0910, y0802. Evaluation summary: the production and quality control documentation for lot number p0902, expiry date 10/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. The product and quality control documentation for lot number y0802, expiry date 11/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. The product and quality control documentation for lot number q0910, expiry date 03/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. The product and quality control documentation for lot number q0906, expiry date 03/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.